Event description:
It was reported that the patient presented with a free perforation with extravasation in the mid left anterior descending artery. A 3.5x16mm rx graftmaster covered stent was first implanted at 14 atmospheres at the lesion. However, it failed to seal the perforation. Then a 2.8x16mm rx graftmaster was attempted to be advanced when it failed to cross due to an interaction with the previously deployed rx graftmaster. Tamponade was achieved and post trek balloon inflation was performed to successfully seal the perforation. There were no reported adverse patient sequelae and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling of the device. The additional graftmaster device referenced is filed under a separate medwatch report number.